Manufacturer narrative:
Date of event: used (B)(6) 2019 as the correct date was not provided. Device is a combination product.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a coronary artery. A 2.50 x 38 synergy drug-eluting stent was advanced for treatment. However, the device dislodged from the lesion. No known patient complications were reported.